Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 393 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and a manual injection, and "increas[ed] water intake, exercis[ed], and reduc[ed] food intake" to address the issue and went to the emergency room with high ketones. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended. Customer declined further troubleshooting with tts and declined to provide further information.